Manufacturer narrative:
B6- relevant tests / lab data was updated. B7- relevant medical history was updated.

Event description:
Subsequent to the previous filed MDR reports, the account provided the following additional information: access site was evaluated through ultrasound and did not show calcifications. It was an interventional procedure with large bore access and the pre-close technique was used. The patient had a history of peripheral vascular disease and one of the inferior limbs was amputated in the past due to this. Patient was frail due to oncologic therapy, and was immunosuppressed due to a previous liver transplant. All these factors, together with the prostyle separation event contributed to the septic shock in the physician's opinion. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a perclose closure device. Reportedly, the first device did not close the access site so another one was used. The second device got stuck in the anatomy. The physician applied force to remove it and the distal part of the device separated. The separated segment migrated and ended up in the aorta, it was then visualized via computed tomography (CT) scan and removed with a snare in surgery. The device foot also remained stuck in the access causing vessel obstruction and it was removed by the vascular surgeon. Nothing from the device remains in the patient. Hemostasis was also achieved via surgical intervention. After the procedure, the patient suffered a septic shock. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot # updated

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a perclose closure device. Reportedly, the first device did not close the access site so another one was used. The second device got stuck in the anatomy. The physician applied force to remove it and the distal part of the device separated. The separated segment migrated and ended up in the aorta, it was then visualized via computed tomography (CT) scan and removed with a snare in surgery. The device foot also remained stuck in the access causing vessel obstruction and it was removed by the vascular surgeon. Nothing from the device remains in the patient. Hemostasis was also achieved via surgical intervention. After the procedure, the patient suffered a septic shock. Subsequent to the initially filed MDR report, the account provided the following additional information: the devices used were confirmed to be two prostyle devices after an unspecified post-close procedure. The second device got stuck in the anatomy during removal of the device during step 4. Additionally, during this step it was confirmed that the feet became stuck and separated. Surgical intervention was performed to remove the separated feet. It was confirmed the patient experienced a septic shock after the second device was completely removed from the patient and hemostasis achieved via surgery. Per the physicians opinion, the 2nd prostyle caused or contributed to the septic shock. No additional information was provided.